Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient fell twice on (B)(6) 2019. After the falls, he was unable to feel stimulation on his right side. The patient was able to increase the intensity on his right side to comfort, and he was able to recapture the stimulation and get the coverage/pain relief that he needed; however, the intensity was double what he normally wears it at for him to get the relief that he needs. The patient was going to see if the programming adjustment stays the same and indicated that he would be in contact if he needs to have it reprogrammed before his scheduled appointment with his physician in (B)(6) 2019. No surgical intervention was planned or performed at this time. The issue was noted to be resolved at the time of the report. There were no further complications reported or anticipated.

Event description:
Additional information was received from the manufacturer representative on 2019-dec-20 reporting that both leads were replaced. The patient was successfully programmed post operation that covered painful areas and they did not experience rib/belly stimulation. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the hospital was in possession of the device and they would return it. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient requesting that a manufacturer representative (rep) be present at their appointment on wednesday (B)(6) 2019 at their doctor¿s office. The patient reported that one of their leads had moved in (B)(6) 2019 and they had an adjustment by a rep in (B)(6) 2019, and a second adjustment in (B)(6) 2019 by another rep, but it was not working so they needed to meet with a rep again. The patient did not have the reps names. An email was sent out to the local reps and the rep indicated that they would contact the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that additional intervention had not been taken since the meeting in (B)(6) 2019. The patient is going to have a lead revision at some point; however, additional details were not known. This information was confirmed with the health care professional. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that when the patient was turning their device up to feel it, and in certain positions they were overstimulated and dropped to the ground. It was indicated that their doctor did an x-ray and the patient¿s lead had moved some per the patient. It was indicated that falls may have contributed to the issue. The rep was going to meet with the patient to check impedances and to reprogram them at the doctor¿s office tomorrow. The issue was not resolved at the time of the report. The next day the rep reported that they met with the patient had the doctor¿s office and reported that they were very sensitive to positional changes. It was indicated that they opted to try two high density stimulation programs so they would titrate to comfort. It was reported that the patient was doing well at the conclusion of their appointment today. Impedances were also run and were reported to be within normal limits too. It was reported that the event occurred on (B)(6) 2019. It was indicated that the patient had a medical history of spinal cord stimulators, chronic pain, failed back surgery syndrome, spinal pain and peripheral neuropathy. No further complications were reported/anticipated.